Manufacturer narrative:
Manufacturing review: a lot history review was performed and this is the only complaint for this lot number to date; therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. Therefore, the investigation is inconclusive the filter tilt, retrieval difficulties and pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted to the left inferiorly and embedded in wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the patient reportedly experienced post implant pulmonary embolism and risk of continued blood clot; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed and this is the only complaint for this lot number to date; therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month later an inferior venacavogram was performed which demonstrated no thrombus in the filter. Inferior vena cava filter retrieval sheath was then placed over the wire and positioned above the filter. The cone device was utilized to capture the filter without success. A second access site was performed in inferior to the original puncture. After the infiltration of lidocaine, a 21g needle was utilized to access the internal jugular vein under ultrasound guidance. A wire was advanced through the needle and a 4-french sheath was placed over the wire after the needle was removed. A 0.035 wire was advanced into the inferior vena cava and a long sheath was placed in the proximal portion of the inferior vena cava. Over the wire a kmp catheter was advanced just proximal to the tip of the inferior vena cava filter. A 10 mm snare device was advanced through the catheter. Multiple attempts were made to retrieve the filter without success. The sheaths, catheters and wires removed. Approximately, four years and eight months later abdominal x-ray was performed, and result showed that an inferior vena cava filter was located at l2, tilted no abnormalities. In discharge summary, it was stated as the patient was diagnosed with pulmonary embolism. Therefore, the investigation is confirmed for filter tilt, retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 09/2013),g3,g4. H11: h6(method),h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted to the left inferiorly and embedded in wall of the inferior vena cava (ivc). The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the patient was diagnosed with pulmonary embolism post implant and risk of continued blood clot; however, the current status of the patient is unknown.